Manufacturer narrative:
(B)(4).

Event description:
On 10-09-2015, information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who was receiving an unknown medication via an implantable pump. The concentration, dose, lot number, medical history, indications for use, and concomitant medications were not provided. The implant date of (B)(6) 2008 was reported as approximate. The patient's "gp" reported the extraction of the reservoir volume was always more than the physician programmer recording by 10-30%. There was inquiry if the pump was working efficiently and was in proper working order. The date of these occurrences, the cause of the event, diagnostic testing and troubleshooting, interventions, and resolution at the time of the report were all reported as unknown. No surgical intervention had occurred and it was unknown if surgical intervention was planned. At the time of the report no patient symptoms were provided and the patient's status was reported as alive-no injury. Additional information has been requested regarding medication details, specific volumes, troubleshooting, interventions, resolution, patient symptoms, implant date, and indications for use but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-03 additional information was received from the company representative indicating that the morphine concentration and dose were 7.5 mg and 10mg/day. The marcaine concentration and dose were 2.5 and 10 mg/day. The patient had no allergies and no chronic conditions. Reportedly, the patient was on usual painkillers - voltaren or beta pain. It was again reported that the patient had no symptoms, there was just a worry about under infusion as the reservoir volume was more than 30 % the recorded volume. The cause of the pump issue was not determined and the issue has not been resolved. While the pump remained implanted in the patient, "disc" images of the rotor study were received for review. Should additional information be received, a follow-up will be submitted.

Event description:
Additional information was reported by the healthcare provider (hcp) via the company representative. The patient was receiving morphine (15 mg/ml, 10 mg flex dosing) viaan implantable pump. The indication was for failed back surgery syndrome. Regarding specific volumes available, the clinician programmer would read 2 ml left at the refill date, which is around the (B)(6). The healthcare provider (hcp) extracts 5 to 8 ml every time, to date, which was allegedly more than 33% discrepancy. According to the complaint, the patient first started experiencing the volume discrepancies in (B)(6) of 2015. The hcp did a rotor investigation, with the company representatives at the time, in the lab at a hospital. The hcp reported that he has not gotten written feedback; however was told that the pump was fine. To the company representatives knowledge, no symptoms were reported and no actions/interventions were taken to resolve the volume discrepancy issue. It was also reported that the patient said that he was fine with the treatment. Regarding clarification of the implant date of (B)(6) 2008, it was reported that the first pump (20 ml) was implanted in (B)(6) of 2009 and the second pump (40 ml) was implanted in (B)(6) of 2013. Additional information was requested regarding clarifying the notify date, the discrepancy calculation that was used, and whether there were issues with the first pump. Should additional information become available, a follow-up will be updated.

Manufacturer narrative:
(B)(4)

Event description:
On 2016-04-04, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was refilled on (B)(6) 2015. The patient experienced symptoms of numbness and drowsiness from (B)(6) 2015. The rep interrogated the pump and it read 18 ml left. On (B)(6) 2016, the hcp extracted 0.5 ml (actual reservoir volume (arv)) and the pump read 4 ml left (estimated reservoir volume (erv)). It was stated, the healthcare professional (hcp) "confirms that it was empty and the patient had withdrawals". The pump was explanted and replaced on (B)(6) 2016. The issue was reported as resolved at the time of the report. Additional details provided reported the patient was in the hospital after the new implant. The patient seemed ok, but not sure as the patients dose was reduced and would have to be increased. The patient was in stable condition. The medications in the pump were reported as morphine (concentration; 7.5 mg at a dose of "10.8 mg per day combined") and macaine (concentration; 2.5 mg at a dose of "10.8 mg per day combined").

Event description:
On (B)(6) 2016 the representative reported that the physician was going to request the test results himself. A disc of the rotor study was received in which it was expected to be returned for analysis. Further, on (B)(6) 2016 additional information was received from the patient via the representative who reported that the current medication in the pump are morphine and a marcaine mix. It remains unclear as to what was in the pump at the time of the event. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis found gear train anomalies due to corrosion and-or wear and-or lubrication and stall due to shaft bearing.

Event description:
Additional information received on (B)(6) 2016 indicated that 0.5 ml medication was extracted from the pump by the heath care professional. The n'vision recording stated that it was empty.

Event description:
Additional information was received from the company representative noting that specific dates of the contrast study and rotor investigation were not known; however both studies were performed in (B)(6) 2015, at the same time. Two people were confirmed to be the company representatives at the time of the rotor study in (B)(6) 2015; however both have resigned. Regarding how the 10-33% discrepancy was determined; it was reported that a "calculation of the actual volumes, the programmer report (expected), of the volume reservoir, in percentage". No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare provider (hcp) via the company representative . It was reported that the pump had been serially returning variant residual volume, as compared to the anticipated/pump calculated residual volumes; this was brought to the attention of company representatives. The serially variant readings prompted contrast studies to test the function of the pump and catheter. This was done and was supervised with company staff; however the results of the tests were not reported. Per the hcp, in spite of the ongoing discrepancies, the hcp was informed that all was well; however, written confirmation was not received. Additional information was requested for the dates and results of the contrast studies.